Event description:
It was reported that during the weaning of an extracorporeal membrane oxygenation (ECMO) system that was running for 12 days, the centrifugal pump stopped, interrupting the supply of speed and consequent flow. The console displayed an alarm in red of "motor disconnected: m2" and in yellow "system warning: s3". The correct connection of the motor cable was verified, so it was necessary to connect the centrifugal pump to another motor drive connected to the same console.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor and system alarm on centrimag console was confirmed; however, it was not reproduced. A review of the downloaded centrimag console log file spanned approximately 3 days (B)(6) 2024 per time stamp). There was a pump stop after a system shutdown was initiated. The "motor disconnected:m2" alarm activated on (B)(6) 2024 at 14:44:12 due to a sf_lmc_motor_disconnected sub fault. On 24sep2024 at 14:44:59, the "motor disconnected:m2" and ¿system alert: s3¿ alarms activated following a can bus send error sub fault. The console was powered on and off twice throughout (B)(6) 2024, and the m2 alarm reactivated one time. The speed remained at 0 rpm. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the edc. The console was powered on and booted up as intended. It was connected to a test loop and functioned as intended. The console was functionally tested and passed all tests. The reported issue could not be reproduced. The unit was cleaned and ready for human use. The provided information stated that the correct connection of the motor cable was verified, so it was necessary to connect the centrifugal pump to another motor connected to the same console. Additional information provided stated that there was no adverse impact to the patient. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #:(B)(6) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and motor alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. L) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there was no adverse impact to the patient because the event occurred during weaning from ECMO. The patient was successfully weaned.

Manufacturer narrative:
B5 narrative info no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.